Manufacturer narrative:
The company representative was able to confirm the issue (via event log review). However, the issue was not replicated while the on-site testing was performed. The system was found to functionally exhibit no problems. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The non-conformance investigation (nci) was opened to address issues. However, they were later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. The system was found to functionally exhibit no problems. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during vitrectomy surgery, an ophthalmic operating system exhibited poor aspiration while using the cutter. The issue persisted even after changing the pack. The surgery was completed on the same day. Details of patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.